Manufacturer narrative:
This lead was surgically capped and abandoned, it will not be returned for analysis and, as such, the root cause of the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this lead exhibited noise and high impedances. A lead fracture was suspected.